Manufacturer narrative:
The insulin pump was received with blank display due to broken component on the interface board. The insulin pump was received with minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was 8mmol/l. The customer's mother has changed the energizer 3 times. The customer's mother stated that the patient is at school with older pump. Customer's m other said she tried everything it is not powering up and it stays black. Customer's mother says the pump was not exposed to weather or hear and was not dropped. The customer was advised that we will exchange the pump.